Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained via a brachial artery. The 90% stenosed target lesion was located in the non calcified and severely tortuous common iliac artery. A non bsc .014¿ guide wire was placed across the lesion and pre-dilatation was performed with an unspecified balloon. A non bsc 6fr long sheath was placed in the aorta just below the renal artery. The 7.0x40mm express vascular ld stent delivery system (sds) was advanced, but was not able to cross through the abdomen due to severe tortuousity. While attempting to remove the sds, the proximal edge of the express stent became caught on the distal end of the sheath. The physician pulled the sds and the sheath to the access site. He then attempted to utilize a snare to remove the device, but was unsuccessful. The device was surgically removed from the patient¿s arm. The physician noted that ¿due to the longsheath was not advanced to abdominal, it was hard to cross the lesion with the device.¿ he also noted ¿it could have not be helped with considering the anatomy condition.¿ treatment of the common iliac artery will not be rescheduled. There were no additional patient complications reported and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed a break in the shaft 273mm proximal to the tip of the device. The area of the break was jagged and slightly stretched. The balloon was folded and wrapped around the shaft of the device. The stent was not on the balloon at the time of return. A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent observed that the struts on one end of the stent were pushed inwards and some were pushed outwards. The stent was slightly flattened along its length. One of the struts on one end of the stent was misaligned. There were traces of blood visible on the stent. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained via a brachial artery. The 90% stenosed target lesion was located in the non calcified and severely tortuous common iliac artery. A non bsc 0.014" guide wire was placed across the lesion and pre-dilatation was performed with an unspecified balloon. A non bsc 6fr long sheath was placed in the aorta just below the renal artery. The 7.0x40mm express vascular ld stent delivery system (sds) was advanced, but was not able to cross through the abdomen due to severe tortuousity. While attempting to remove the sds, the proximal edge of the express stent became caught on the distal end of the sheath. The physician pulled the sds and the sheath to the access site. He then attempted to utilize a snare to remove the device, but was unsuccessful. The device was surgically removed from the patient's arm. The physician noted that 'due to the longsheath was not advanced to abdominal, it was hard to cross the lesion with the device.' He also noted ¿it could have not be helped with considering the anatomy condition.¿ treatment of the common iliac artery will not be rescheduled. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.